Event description:
The customer reported that system did not boot up. The lcd panel did not display. They tried to boot up the system several times, but was unsuccessful.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found the pc for mda/mda+ was out of order. He changed the parts and checked the system. The system operates as intended.